Event description:
It was reported that soft port causing blockage and triggered renasys touch device indicated ¿blockage¿ warning. According to patient, she has been using this soft port for quite sometime, and this was the first time she encountered this issue. This issue was completed by changing the soft port from backup item.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe kinks, leaks and blockages in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.